Event description:
It was reported that there were "broken sleep device parts". One of the connectors came off. Additional information received reported that the patient notified the office via email on 7/2/2025 that the connector on his appliance came off as he was removing the appliance from a night of sleep. Lower right connector button came off of the bite guard. There no patient injury and no medical intervention was required. The device was cleaned and delivered to the patient by thoroughly washing the inside and exterior of the upper and lower trays with cool, clear water. A soft toothbrush was used. Air dried. Storing the appliance in case.

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: g3. G3 in the initial report was inadvertently reported as 07/07/2025, however, the correct date is 07/02/2025. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: d4. Corrected information: d9. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the returned device was visually inspected and button is broken from housing connector. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - major crack was found, broken button. Delamination - button was separated. Discoloration - the device was discolored and non-transparent in areas. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).